Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the tubing. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated via manual insulin injection. During troubleshooting the customer discovered that the drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. No moisture damage was noted on the electronic assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on the display window and missing the end cap sticker noted.